Manufacturer narrative:
H10: the device was inspected on site by a qualified baxter technician. The device was evaluated on site and the reported problem was verified and related to part failure. To resolve the issue, the technician replaced the taration valve (tava) and zero (uf) valve (zeva), calibrated the variable flow and leaned the damaged l connector at the bypass. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during setup with an ak 98 machine, there was a fluid leakage inside the machine. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(6). The device was evaluated on site by a baxter qualified technician. The device was evaluated and the reported problem was verified. To resolve the issue, the taration valve (tava) and zero (uf) valve (zeva) were replaced, the damaged l connector at the bypass was repaired and calibrated. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.